Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI, upn: m365sc12000, model: sc-1200, serial: (B)(6), batch: 19111115.

Event description:
It was reported that the patient was not getting an adequate pain relief. The patient underwent an ipg explant procedure. The explanted device was not returned as it was disposed by the medical facility. No device malfunction was suspected.

Event description:
It was reported that the patient was not getting an adequate pain relief. The patient underwent an ipg explant procedure. The explanted device was not returned as it was disposed by the medical facility. No device malfunction was suspected. Additional information was received that only one ipg was explanted.